Event description:
It was reported by service report that the fowler was in the full down position and it would not raise or lift up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler.